Event description:
The pt experienced an increase in seizures. Diagnostic testing was within normal limits, indicating that the device is properly functioning and has not reached end of service. It was reported that the pt has not experienced any recent falls or trauma. It was also reported that the pt's pre-vns seizures frequency was about 1-2 seizures/month. Following vns implant, their seizures decreased to about one seizure every 2 to 3 months. The pt recently experienced approximately 40 seizures within one week. The neurologist indicated that he would adjust the vns parameter settings and follow-up with the pt in a couple of weeks. During further follow-up on this event, the neurologist noted that the pt is currently doing okay, and reported increase in seizures was not related to the vns; it was possibly due to the nature of the pt's refractory seizure disorder.